Event description:
Accidental infusion of epinephrine leading to tachycardia, hypertension during transport following heart surgery. 60cc bd syringe became disconeected from infusion pump. Gravity feed to pt. All infusions stopped.